Event description:
Upon removal of my saline implants in (B)(6) 2008. I re-implanted with allergan natrelle cohesive gel silicone implants. Ever since implantation I have had health issues. Several years after I have been diagnosed with hashimoto's, pcos, adrenal insufficiency, dysbiosis, chronic candida, and gut permeability. Worse of all my eyesight is progressively getting worse and I have never had issues with my eyes until after implantation. I lead a very healthy lifestyle and should not be having health issues. I am currently doing further testing for heavy metal toxicity, silicone toxicity, ana, crp and other autoimmune disease. I am also explanting these toxic bags asap.